Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed and it was unable to recover. The field service engineer (fse) had applied the grease procedure to all four tower doors while in hardware test application (hta). The fse had tested tower door two multiple times within hta before rebooting the station into the med station application. The customer logged in and tested the inventory behind tower door two to confirm that the door was recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 hardware was failed and was making a clicking noise. The customer reported that the malfunction occurred while dispensing of the medication to the patient resulting delay in patient care. There were no adverse events or injuries reported based on this incident.